Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) ventricular capture management (vcm) failed to detect evoked response, incorrectly recording loss of capture, which resulted in elevated pacing output. Action was taken to bring patient in for lead revision however prior to intervention the lead was checked and found to have consistent good thresholds. Vcm ran and inaccuracy of the result was documented. Vcm was programmed off. The ipg remains in use. No patient complications have been reported as a result of this event.